Event description:
Information was received that the cannula of a smiths medical tracheostomy was fissured during the intervention. No further information provided, and no patient adverse effects reported.

Manufacturer narrative:
Updated fields: age or date of birth-weight, date of event, other relevant history. Additional information received: issue occurred during cannula care and did not cause any clinical consequences to the patient or aggravate their condition. The following medical history/treatment information was also reported: heavy oncology ent requiring pharyngectomy and total laryngectomy with tracheostomy complicated by a pharyngolaryngeal fistula (added to other relevant history).

Manufacturer narrative:
Device evaluation: one used decontaminated 005/073/690 9mm blu thin wall inner cannula 1/ea was received in plastic bag. Under visual inspection we noticed that inner cannula is broken. There were found 20mm crack, 18mm crack, 40mm scratch and 12mm scratch on cannula body and deformations inside cannula hub. Based on results of the testing current blu thin wall inner cannulas were found to be suitable for its function. The customer reported condition was confirmed. Investigation results indicates that it is the most probable that reported failure occurred due to excessive force used during cleaning or incorrect cleaning technique.